Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "under pm I identify the pump with system error 322 message on screen display several times." Was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the partially ripped lower auxiliary flex. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). . No additional information is available.